Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a thoracoscopic lobectomy, when cutting off the pulmonary lobe, the nails can not be closed during use and was replaced immediately.